Event description:
Upon receipt of additional information, it was determined that this item was reported in error. The initial report was submitted in error and should be voided. Additional information received indicates that only the tibial plate migrated.

Manufacturer narrative:
Upon receipt of additional information, it was determined that this item was reported in error. The initial report was submitted in error and should be voided. Additional information received indicates that only the tibial plate migrated.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2023-02738. D10- medical product: unknown tibial tray. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient states the implant has moved from original position and cannot put weight on the leg. Attempts to obtain additional information have been made; however, no more information is available at this time.